Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that this was a miscommunication. Rep saw the patient and stimulator was functioning properly. Rep educated the patient on the system and answered all their questions. Rep met with the patient and interrogated the device. There was no issue with device turning on and off. The issue was resolved. The provided information has been confirmed with the physician/account. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins) for unknown indications for use. Pt reported seeing stimulation off on their controller even though pt had turned their stimulation on previously and locked their controller. Pt charges every 3-4 days. Pt discovered this issue because the pt will notice a week has gone by and pt will check their ins charge level and see that it's at 70% or so and that stimulation is off. Technical services (tss) reviewed pt's ins turning off due to the ins becoming discharged. Tss also reviewed pts getting confused between the ins and controller charge level and also seeing stim being off on a particular program (but another program being on) and pt interprets this as stim being off. Rep to investigate this further with pt. While gathering pt info, tss lost caller and was unable to reach them when trying to call rep back. Sent caller email requesting pt name and hcp info after being unable to reach caller after multiple attempts.